Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt is no longer receiving effective stimulation. An sjm rep met with the pt multiple times and reprogramming was unable to resolve the issue. The pt's scs system was explanted on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.